Manufacturer narrative:
Citation: rogers t et al. Choice of balloon-expandable versus self-expanding transcatheter aortic valve impacts hemodynamics differently according to aortic annular size. Am j cardiol 2017;119:900e904. Http://dx.doi.org/10.1016/j.amjcard.2016.11.044. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the effects of balloon-expandable and self-expandable valves on hemodynamics and clinical outcomes. All data were collected from a single center between 2013 to 2015. The study population included 193 patients (predominantly women; mean age 83 years), 86 of which were implanted with a medtronic corevalve or evolut r bioprosthetic valve (serial numbers were not provided). Among all patients twelve deaths occurred in the self-expandable valve group by the one year follow up. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: moderate paravalvular leak (pvl), elevated gradients, prosthetic valve mismatch, major vascular complications, major bleeding, cerebral vascular accident (cva), arrhythmia requiring permanent pacemaker implant, and valve migration which required a valve-in-valve implant. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.